Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the procedure, the physician was not able to screw in the set screw in the right ventricular (rv) port of the implantable pulse generator (ipg) header. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies. The returned device found a setscrew with a rounded socket.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.